Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the event is still undetermined at this time. The information was relayed to the physician. The rep did not know the patient¿s weight at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported that electrodes 0, 1, 4 had elevated impedances at first programming post implant. It was reported that the rep ¿ignored¿ impedances with 0, 1 and 4 electrodes. The caller received an oor at round 6ma, but was not sure. Caller removed the elevated impedances from program and was able to achieve higher ma and provide stimulation. No patientsymptoms were reported, and troubleshooting resolved the reported issue. No further complications were reported/anticipated.